Event description:
It was reported that a patient presented with premature battery depletion alleged on the patient's pacemaker. Upon examination, the system leads were noted to have low pacing impedance and clavicle crush. The system was revised surgically on (B)(6) 2025. No adverse patient consequences were reported.